Event description:
The shaft inside the balloon was fractured and caused the balloon to accordion upon removal. Add'l info received from the facility indicated that although the pt required surgical intervention, she is fine and has suffered no add'l adverse sequela associated with this incident. The sample is being retained by the facility and is not available for evaluation at this time.